Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a non pacer dependent patient presented in emergency room. The patient experienced syncope and a shock for a true ventricular fibrillation. Upon interrogation, the internal cardiac defibrillator exhibited noise. All other parameters were normal. The patient's condition deteriorated due to an unrelated cause. The internal cardiac defibrillator was turned off. No further information was available.